Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. The approximate age of the device will be provided in the supplemental report when the manufacturer's investigation is completed. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump or acute biventricular extracorporeal circulatory support. It was reported that the customer received a call the lead perfusionist stating that he had a centrimag and 2 motors that he wanted to send in for evaluation as they had failed over the weekend. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a centrimag failure was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console (serial number (B)(4)). Per the retrieved log file, the console was supporting a system at a speed of approximately 4400rpm and a flow of approximately 5.8lpm for over 35 hours. However, at approximately 2:47pm on december 23, 2018 the log file captured an active system alert:s3, a drop in pump speed to approximately 3300rpm, and the flow reading became blank showing 0lpm. Soon after the console alarmed with an active set pump speed not reached:m5 alarm. Attempts to adjust speed were initially unsuccessful and the flow reading remained at 0lpm until the system was powered down. At approximately 2:50pm the motor was captured as disconnected and the system was no longer supporting a pump. The console was powered down approximately 3 minutes later. The returned centrimag 2nd gen primary console was evaluated and tested by tech service under work order #(B)(4). The reported complaint could not be verified during tech service testing. The returned console was operated multiple times and no issues were observed during operation. During testing it was noted that the console was due for routine battery maintenance and the battery maintenance was performed successfully. A software upgrade was also performed on the unit. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console functioned as designed during testing. However, corrective action has been initiated to investigate the issue further. The tested unit was returned to the customer site and reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.